Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for implant, next day post implant the right atrial lead was noted dislodged. During revision procedure the physician had difficulty extending and retracting the lead helix. The lead was explanted and replaced successfully. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal, no anomalies were found.